Event description:
A friend or family member of the patient reported an elective replacement indicator (eri) error code. It was stated that the patient fell on date notified and then noticed the eri, with it being unclear if the fall is related. There was no allegation/dissatisfaction with implantable neurostimulator (ins) longevity, and the ins voltage is now at 2.61v. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
This event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from a friend or family member of the patient reported that the eri was all figured out and they will be having the device replaced on (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.